Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete. Using a biopsy forceps, the clinician recovered the small piece, which turned out to be the small sampling t-piece that´s located in the middle of the airway adapter. The broken piece and the entire airway adapter has been secured and has been requested for further analysis.

Event description:
It was reported by the customer that, a mechanically ventilated patient in the ICU required tracheostomy. During flexible bronchoscopy to verify correct tube placement, dr. (B)(6) found a small piece of the airway adapter in the patient´s trachea, at the entrance towards one of the main bronchi.

Manufacturer narrative:
The small sampling t-piece of the airway adapter was found in the patient´s trachea and had to be removed to prevent permanent impairment. The t-piece was recovered by the attending clinician and there was no lasting impact to the patient reported as a result of this issue. The hospital confirmed that there was a high potential for a serious injury, but that no actual harm occurred to the patient. Photos of the alleged malfunction (t-piece) have been provided by the customer however, the actual airway adapter, from which the t-piece originated is not available for further evaluation. The physician who reported on the case took a brand-new airway adapter of the exact same kind and tried willfully to rip off the small inner piece using a surgical clamp. Even with extreme force it was not possible to break the part off. A visual examination of the photos provided cannot determine a root cause. Therefore the physician is satisfied that, the alleged defective part is a very rare exception.